Manufacturer narrative:
The investigation for the pump stop and gastrointestinal bleed (gi) has been completed. Pump was not returned for investigation. Data logs were investigated and "pump stop" alarms were confirmed. There was a sudden motor current spike and an auto p-level change response along we flows dropping to zero. Purge pressure was seen to rise promptly as well. These are symptom seen in a sudden clot ingestion. Clinical mentions that heparin was stopped due to internal bleeding which further supports clot formation in the body. Therefore, the root cause of the pump stop issue was most likely biomaterial. As per the clinical information provided, there was a gi bleed but no additional information was provided. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that impella cp was inserted to support a patient with acute myocardial infarction and cardiogenic shock. While on support the impella had a few impella stopped alarms. The team was able to successfully restart the cp. Heparin had been stopped by the doctor because of gastrointestinal bleed. It was further reported that the patient was placed in comfort care as the patient was not improving. The patient expired. The relationship between the impella and cause of death is unknown.